Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum during cryoablation of the right inferior pulmonary vein. The balloon cryoablation catheter's shape became oblate and oblong on imaging, and the center appeared opaque and was indistinguishable from atrial tissue. Imaging was performed to assess the balloon cryoablation catheter's shape and appearance during the procedure. There was a dramatic temperature drop during cryoablation. Multiple troubleshooting steps were taken, including simultaneously plugging and unplugging both ends of the electrical umbilical cable and auto connection box, without resolution. The electrical umbilical cable was then directly connected to the device and the balloon cryoablation catheter, which temporarily resolved the error. After repeated inflation and deflation adjustments in the left atrium, the balloon cryoablation catheter's shape returned to normal, but the temperature dropped dramatically again during s ubsequent cryoablation, and the same system notice reappeared. The balloon cryoablation catheter was replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that when the balloon catheter was inflated it was difficult to determine whether the balloon was inflated by looking at the shape of the balloon.

Manufacturer narrative:
Product event summary: data files were received and analyzed. The patient file was received for analysis and recorded on the reported date of the event. The patient file showed 15 applications were performed using catheter number 1 identified as 2af283 catheter of lot number 21918.the patient file showed 3 applications were performed using catheter number 2 identified as 2af283 catheter of lot number 21600. The patient file, using catheter number 1 identified as 2af283 catheter of lot number 21918, showed system notice 50032 (the safety system has detected a compromised outer vacuum) during transition and ablation at application #5,6,15. The reported issue of the balloon cryoablation catheter's shape becoming oblate and oblong on imaging, and the center appearing opaque and indistinguishable from atrial tissue could not be assessed through data analysis. Console output data (pressure, preset pressure, and flow) showed the temperature profile is unexpected (reached -61 degrees celsius) during ablation at application #6. Console output data (pressure, preset pressure, and flow) showed unexpected flow profile (fluctuations) during ablation at application #6. The failure fi le was not received. Two image files were returned from the field. First image showed a system notice 50032 triggered on a console screen, date and serial number not available. Second image showed 2 balloons catheters, sheath, mapping catheter and accessories on a procedure table. Lots and serial numbers couldn't be verified. In conclusion, the catheter shape issues could not be confirmed, the temperature issues wee confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.